Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31440433l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-jan-2025, additional information was received. It was confirmed that the visualization issue occurred on the qdot micro with lot number 31437538l. This was assessed as non MDR reportable. The second qdot micro with lot 31440433l was the one used for ablation. It was also reported that the physician¿s opinion on the cause of the adverse event is procedure. The patient improved and returned to the ward as scheduled. The patient¿s subsequent progress is unknown. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. A3a. Sex was updated as the patient¿s information was provided. The concomitant product section was updated as product information was provided for the ngen generator and ngen pump. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. Approximately one hour after the procedure started, during the procedure, the qdot micro catheter did not display on the carto 3 system even though there was no magnetic interference and the catheter was recognized. The cable was re-connected, and the issue continued. When the catheter was replaced with a new one, the issue resolved. Approximately four hours after procedure started, for pvc procedure, the physician reported that there was steam pop sound during the right ventricular outflow tract (rvot) ablation. Since there was no change in blood pressure, the physician decided that there was no problem to continue the procedure and the ablation. Subsequently, approximately one hour passed, the echocardiography revealed pericardial effusion. Drainage was performed. Blood pressure dropped temporarily. However, the blood pressure stabilized. The patient returned to the room. Patient improved. Activated clotting time (act) was over 280. Atrial septal puncture was not performed. Ablation was performed in left ventricular outflow tract (lvot) and rvot before pericardial effusion was confirmed. Steam pop was not confirmed in lvot; however, it was confirmed during the rvot ablation. No error messages were observed on biosense webster equipment during the procedure. The steam pop is not MDR reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31440433l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2025, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).